Event description:
Customer returned the device for an issue of possibility of dirt in the forceps cannel. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material in the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material in the nozzle. This is attributed to insufficient cleaning. Other observations for the device: to damage on air/water (aw) aw-cylinder, water tightness is lost; connecting tube has a cut and a wrinkle; distal end cover (c-cover) has a burn; adhesive around light guide (lg) lens is peeled; lg lens has a crack; adhesive around objective lens is peeled; mouthpiece is loose; control unit is dirty due to water leakage; adhesive of distal end rubber coating (a-rubber) has white-clouded area, a chip, and a crack; due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; lg-bundle is slipping down; and due to damage to charge couple device (ccd) unit, foggy image occurs. There was no dirt in the forceps channel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and got clogged. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed. Additionally, it was noted that reprocessing was not performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.